Manufacturer narrative:
An additional lot number was reported (lot #m020216). The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple intermittent cartridge alarms (cartridge alarm 1 - no pressure change when expected) occurred after the supplies were changed. There was no impact to blood glucose. Additionally, it was reported that the fill estimate was inaccurate. Reportedly, the customer had manual injections as alternate insulin therapy.

Manufacturer narrative:
The failure investigation has been performed and the alleged issue (alarm b)(4)) was verified in the pump logs; however, investigation could not be completed as the cartridge was not returned. The alleged fill estimate issue could not be verified.